Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a fetch 2 aspiration device. Visual and tactile analysis noted 2 separations on the catheter shaft, one at 8cm and one at 76cm from the strain relief. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that the catheter broke. During preparation for a thrombectomy procedure, a fetch 2 catheter was selected and upon removal from the package loop, "it broke in half." When the catheter was put back into the package loop, it "snapped again." The device never entered the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.